Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When the patient was asked to clarify his statement that ¿it was ridiculous trying to find the ins¿ when trying to connect the ins with the patient programmer, the patient reported that he was never told where the ins was installed exactly, and that he called in two days later and identified it, which was very helpful. The patient reported that the circumstanced that led to the device not doing anything and the sudden return of symptoms were ¿being alive¿ and that all of his activities where the sameas prior to the procedure. The patient stated that his device not doing anything and the sudden return of symptoms had not yet resolved, and that he had turned the device up to 3.0 and was not happy. When asked if ¿not being educated/trained properly¿ was resolved, the patient stated yes, patient services was very helpful and informative, but that they are only on duty monday-friday 9-5 pm. When the patient was asked the cause of the instructions being ¿impossible for him to read¿, the patient responded that there was too much to understand, that he is (B)(4) and needs explanation to understand. The patient reported that he has had no relief so far. The patient stated that he had notified his doctor, and his last visit was (B)(4). The patient reported that he had excruciating pain from a pinched nerve when he was sitting or moving in certain positions. When the patient was asked what steps were taken to resolve not feeling stim when he sits or lies down, the patient reported that he called the manufacturer and that a number of times they have said this is normal to take awhile to adapt. The patient stated that the doctor said the same thing, and that nothing resolved. The patient reported that the no control over his bladder continues and that he is at 3.0, and had 2x depends full. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4) was left out of regulatory report 3004209178-2018-16099 on accident and needed to be added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was implanted two days before the call, on wednesday, (B)(6) 2018. The patient stated that the device stimulated on wednesday afternoon. The patient stated that all of a sudden, yesterday ((B)(6)) the device did not do anything. The patient stated that they felt no stim and started peeing. The patient reported that he went 8-9 times last night. The patient noted that he had not even started drinking wine yet, had 2 cups of coffee and some water all day. The patient stated that he has filled up a liter bottle of urine. The patient reported that he tried using the patient programmer (pp) and he couldn¿t get it to do anything. The patient stated that he had no idea how to turn it on. The patient stated that nothing works. Patient services asked the patient to clarify. The patient clarified and stated that the pp does not work, it does not show the picture that the ins is on. The patient stated that the pp showed the ins was off. The patient noted that he did not know where his ins was exactly. Patient services walked the patient though using the pp. It was determined that the pp showed poor communication, and that the patient thought that screen meant that the ins was off. Patient services reviewed the meaning of the screen. The patient then repositioned the antenna and was able to connect. The patient stated that it was ridiculous trying to find the ins. The pp showed that the ins was on, 1.0 v on p1. The patient increased to 1.3 v and confirmed that he can feel a little stim now in the bike seat area. Patient services reviewed to monitor symptoms and increase if needed. It was noted that the patient seemed to have a hard time understanding the device and understanding that he did not have to carry the pp around all the time. Patient services repeated the same info several times. The patient was concerned that the pp screen went off and he couldn¿t see if his ins was on. Patient services had to explain several times that the pp will always go off and he did not have to carry the pp around him to make the ins work. Patient services reviewed that when the pp is not connected and shows poor communication, it does not mean ins is off. Patient services also reviewed other buttons on the pp and how programs work. The patient was very frustrated about using the device and that he was not educated properly. The patient reported that the manufacturer representative (rep) dropped it off when he was half asleep after the anesthetic, and that was it, nothing was explained to the patient. The patient reported that the instructions are impossible for him to read. The patient stated that ¿you need 3 hands and 2 pairs of glasses to do these things¿. The patient reported that the trial worked perfectly. When the patient was placing the pp over the ins and was searching for ins location, he mentioned 'it hurts kind of in the back'. The patient then stated that it was not hurting, and then stated that it hurts a little bit where the incision is in the butt. It was noted that the patient will monitor symptoms and increase if needed. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code: c63068 is assigned to the implantable neurostimulator (ins). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that patient services gave him a good briefing on how to use the device which the manufacturer representative (rep) did not do. The patient stated that he adjusted it to 1.7v and it was working a little bit, he could feel a better tingling at the base of scrotum. The patient stated that it seemed better regarding the urgency issue, however the leakage got worse and worse. The patient reported that it was basically a free flow waterfall. The patient inquired if there was a program for leakage. Patient services reviewed how programs work. The patient stated that he did not care how much tingling he felt, and it was better than peeing 10 times a day. The patient noted that he did not go at night at all, only in the daytime. The patient stated that he can feel the tingling when he is standing up, but he did not feel it when he was laying down. The patient reported that when he is sitting, the feeling of stim turns off and on depending on how he moves. Patient services r eviewed that is okay if the patient can tolerate stim. The patient repeated that the trial worked great and he was disappointed at the permanent ins. The patient noted that he was scheduled to see his healthcare provider (hcp) on (B)(6), 2018. The patient asked to speak with a rep. Patient services emailed the rep. No further complications were anticipated/reported.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he was unsure if the therapy was working properly. The patient reported that he had stim set to 1.7v on program 1 and stim "seems to be pulsating/tingling nicely" when he stands up, but that he didn't feel stim when he sits or when he lies down. The patient noted that he started noticing this the (B)(6) 2018. The patient reported that on sunday (B)(6), he had a couple glasses of wine and then had a "waterfall" pouring out and had no control of his bladder whatsoever. The patient stated that the stim was "too tingly/less pleasant" when he increased to 1.8v. The patient wanted to know how to change to another program. The patient confirmed that stim was on. The patient changed to program 2 and increased stim to 2.6v. The patient wanted to know basic info about stim amplitude and programs. Patient services reviewed the requested info. Patient services reviewed with the patient that stim sensation may change with positional movement. Patient services recommended that the patient follow-up with their healthcare provider (hcp) to discuss his program options and change in therapy. No further complications were anticipated/reported.